Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the risk/benefit analysis, the risk of hemoptysis and respiratory distress can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant.

Event description:
During cardiomems implant procedure the patient experienced hemoptysis. A CT scan was performed and confirmed there was no perforation. The physician reported he believed the cause of the hemoptysis was the non-abbott guidewire triggering a vigorous cough reflux. The hemoptysis resolved on its own without intervention. The patient was kept over night for monitoring and discharged the next day.